Event description:
It was reported by the attorney that the plaintiff underwent a microdiskectomy surgery in november of 1994. In the course of the surgery, prolene sutures were used. The attorney alleged that the plaintiff suffered infection and unspecified injury due to the use of contaminated sutures. No other info was provided.